Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver tidal volumes well. Identification of issue has been done by analyzing problem description and provided information from the technician. Unfortunately, device logs have been not available for the further analyze of the issue. Based on that we cannot determine which ventilation mode has been used (there are the ones in which tidal volume is set at the beginning of the ventilation or must be controlled during treatment) or what has cause the claimed topic. According to the information provided by the technician, the device has been tested and the issue could not been found. Our field service engineer performed verification of the efficiency of the unit with a flow analyzer. The technician concluded that the ventilator perform as expected, the unit is delivering programmed volume and flow of the gases. The device passed all performance tests and could be returned to clinical use.

Event description:
It was reported that the ventilator did not deliver tidal volumes well. There was no patient harm. Manufacturer ref.#: (B)(4).